Event description:
Complainant alleged that while attempting to pace a patient, the device displayed a "poor pad contact" message. Complainant indicated that the clinician obtained another set of electrode pads (non-zoll); however, the device displayed a "poor pad contact" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing, the device displayed a "test failed" message.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.